Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant vancomycin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated advia centaur xp vancomycin result was obtained for a patient sample. Repeat testing was performed on the patient sample and the result was lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.